Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the upper and lower cases as well as the battery drawer were broken, that the battery release was contaminated, the side bail covers and side bails were missing, the battery contacts were compressed, the ring bail was bent, the keyboard was scratched and the serial number label was torn. (B)(4).

Event description:
It was reported that the external pulse generator was returned for repair as well as a test and calibration procedure. There was no patient involvement.